Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6: health effect clinical code - apnea.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient, a g7 user with a t: slim insulin pump and dexcom app as display devices in automated mode, inserted a new sensor on sunday morning, (B)(6) 2026. Shortly after insertion, the cgm began displaying persistently the word ¿high "readings throughout the entire day. Despite attempts to calibrate, the sensor continued to show only ¿high¿ or values in the 400s. The bg values used for calibration were not described. Believing the cgm readings were accurate, the patient administered insulin, which eventually led to severe hypoglycemia. At around 11:00 pm that same night, the patient experienced symptoms of hypoglycemia, including shakiness, sweating, headache, and frequent urination. The patient eventually lost consciousness around midnight. Emergency medical services (ems) was called for the first time, during which the patient reportedly stopped breathing briefly and began to seize. The cgm was "high", and the bg reading was unspecified low. Ems administered glucagon at home, but the patient refused transport to the hospital. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.